Event description:
Pt underwent an acdf c5-6, c6-7 on 5/16/94. Approx 4 to 6 weeks ago, pt began experiencing pain across both shoulders with numbness and pain radiating down both arms into fingers. Xray confirmed fracture of cervical plate requiring surgical intervention including replacement. Discharged home with cervical collar and no heavy lifting or driving.